Event description:
It was reported that two everest xt extended tab polyaxial screws at t11 and t12 migrated approximately 1-month post-operatively. The patient has no symptoms but can feel the screws 'sticking into her back'. Revision surgery is not scheduled at this time. This report represents the second of the two screws.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned, it remains implanted in the patient. Device history records review could not be performed as a valid lot code was not provided and could not be obtained. A review of complaint history associated with the subject catalog number was performed, and no adverse trends were observed. Due to lack of information and device not returned, an exact cause of the reported event could not be determined. No further investigation can be performed due to insufficient information provided.  If more information is received and/or devices are returned for evaluation this investigation will be reopened and updated.

Manufacturer narrative:
Device remains implanted in patient.

Event description:
It was reported that two everest xt extended tab polyaxial screws at t11 and t12 migrated approximately 1-month post-operatively. The patient has no symptoms but can feel the screws 'sticking into her back'. Revision surgery is not scheduled at this time. This report represents the second of the two screws.